Event description:
The pt was a male with a history of hypertension, hyperlipidemia, smoking, diabetes mellitus (treated with insulin), congestive heart failure, peripheral vascular disease, chronic pulmonary disease, and family history of coronary artery disease. Medications at baseline were aspirin, statins, and ace inhibitors. The indication for the index procedure was acute myocardial infarction. Pain onset was greater than 72 hours prior to the pci. The ami was nstemi and anterior. Medications during the procedure were aspirin, clopidogrel, and angiomax. The 1st target lesion was the mid left anterior descending artery (lad). The vessel diameter was 2.75mm and the lesion length was 9mm. Pre-procedure stenosis was 90% and timi flow was 3. The lesion was de novo and moderately calcified. The lesion was not pre-dilated. A cypher stent was deployed at 14atm in the lesion (lot# unk). Post-procedure stenosis was 0% and timi flow was 3. The 2nd target lesion was the proximal to mid right coronary artery. The vessel was 3mm in diameter and 35mm in length. Pre-procedure stenosis was 100% and timi flow was 0. The lesion was de novo and a chronic total occlusion. The vessel was moderately tortuous, angled, and moderately calcified. The lesion was predilated with a 3 x 15mm balloon at 12atm. Two stents were implanted, overlapping, in the lesion. Another cypher was deployed at 14atm. The stent was post-dilated because it was not fully expanded. Post-dilation was conducted with a 3 x 12mm balloon at 18atm. The third cypher was deployed at 16atm. Three guide wires were attempted in this lesion, the final wire was a pilot 150. Post-procedure stenosis was 0% and timi flow was 3. The pt was discharged 3 days later. Medications at discharge were aspirin, clopidogrel, statins, insulin, and ace inhibitors. The pt was followed up a month later and was asymptomatic. All medications were ongoing and uninterrupted. Five months post-procedure, the pt had a stent thrombosis in the mid lad, diagnosed by angiography, and an anterior acute myocardial infarction. Aspirin and clopidogrel were ongoing at the time. Peak ck, ck-mb and troponin were all greater than 5 minutes above upper normal level. The thrombosis required re-pci. An add'l genous stent was placed to treat the thrombosis. In the physicians opinion, the cause of the thrombosis was insufficient antiplatelet medication. However, the pt was compliant with the antiplatelet medication prescribed.

Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the us distributed drug-eluting stents. The lot number is unk, therefore, a device history report review could not be conducted. Thrombotic events and myocardial infarction are known potential adverse events associated with cardiac stenting. Premorbid conditions such as diabetes increase the risk of poor initial result with coronary stenting. Review of the available info suggests that pt co morbidities and/or vessel/lesion characteristics may have contributed to the event.